Manufacturer narrative:
The device was returned undeployed. Inspection of the download data showed timeouts and a drive stall during the priming sequence. The first prime completed at pulse 51 and the device was deactivated at pulse 61. The drive stall prevented the firing flat from being lined up with the release bar by the end of second prime and prevented the needle mechanism from deploying as intended. Rerun of the device did not replicate timeouts or a drives stall. Inspection of the drive mechanism found no abnormalities that could have caused a drive stall. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure. Even though the cause of the drive stall could not be determined, it could be concluded that the drive stall present in the download data prevented the deployment of the needle mechanism.

Event description:
It was reported that the pink slide moved forward, but the cannula was not visible. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.